Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak alarm occurred during a routine hemodialysis treatment. Blood was visually observed in the effluent and testing was positive for blood. The operator chose not to perform rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to terminate treatment and rinseback if testing of the waste fluid shows the presence of blood. Inspection of the returned cartridge determined that a fiber leak occurred in the filter, indicating that the cycler alarmed appropriately. Each filter is leak tested multiple times during the filter and cartridge manufacturing processes. There have been no similar reports of this type for this filter lot. This appears to be a random isolated event and nxstage will continue to monitor as part of the routine complaint process. Facility staff has been notified of the event. Nxstage medical considers this report closed. No additional information will be provided.